Event description:
During a normal workflow, the user may make annotations (e.g. Text, lines) which are saved as overlays on the pt image. We have discovered that the font size of the annotation or lines may change when the image is saved. This may cause the annotation to appear shifted or the drawn lines to appear thicker when the user later re-opens the image. As a result, the position of the annotation of the pt's anatomy may become unclear to the user. This incident occurred in another country.